Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver displayed the initialization screen without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed on (B)(6) 2015. The complaint of receiver displayed the initialization screen without a manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional; device available for evaluation - additional; additional information/device evaluation; device evaluated by manufacturer - additional; event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.